Manufacturer narrative:
Unit was returned with slightly bent needle and was forwarded to the vendor for evaluation. The vendor evaluated cutter and determined it was lubricated properly. The probe passed aspiration testing and no further testing could be conducted due to severe kink on the needle. The probe was dissected, the cap sub-assembly was found normal and well lubricated. The cutter assembly was found to be stuck due to kink in the needle. Cause of failure was due to customer damage in bending the needle. It cannot be determined when or how the needle was bent, but it cannot function in this condition.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
Cutter would aspirate fine, but the cutter would not cut consistently, ¿it was getting stuck¿. No patient harm reported.